Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the tissue pad fell off into the patient. The tissue pad was retrieved. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.